Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "the right breast implant was found to be damaged". Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification). Additional observations: ¿ yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right-side "implant was found to be damaged" upon explantation. The device has been explanted.